Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), approximately 3 months post tavr of a 26mm s3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Correction to:  medical records received reported the tavr procedure went well and the patient was discharged from the hospital. However, on post-operative (pod) 9 the patient returned to the ER due to post procedural complications including enterococcus bacteremia presumed secondary to urinary tract infection (uti).  Tee done on admission showed normal left ventricular size and systolic function with ejection fraction estimated 54-60%, no vegetation are visualized, and tavr was well seated with mild paravalvular leak.  The patient was treated with IV antibiotics for 2 weeks and was discharged home with continued oral antibiotics.  Approximately 2 and a half months post tavr, the patient presented to the ER with complaints of progressive generalized weakness, chills, recurrent falls at home with unstable gait over 2-week time.  The patient was admitted to the hospital for further evaluation given his progressive symptoms.  Blood cultures were obtained and there was concern for recurrent enterococcus bacteremia showed active growth of bacteria and failure of antibiotic therapy.  A tte done on this admission revealed valve with vegetation, a marked increase in the aortic gradient (29 mmhg), new leaflet thickening and minimal aortic insufficiency, leading to a diagnosis of endocarditis. The s3 valve was explanted on pod-84 due to endocarditis secondary to recurrent enterococcus bacteremia. A surgical valve was implanted. The thv was found to have heavily thickened leaflets coated with what appeared to be vegetation material.  Eleven days post procedure, the patient was stable and was discharged to skilled nursing facility. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, approximately 3 months post tavr the valve was explanted due to endocarditis secondary to recurrent bacteremia.  Per report, the source of the infection/endocarditis was enterococcus faecalis.  There was no allegation or indication that the reported endocarditis was related to a sterilization failure during the manufacturing process of the valve.  The event was investigated by edwards lifesciences and found not to meet the criteria for a reportable event. Therefore, a corrected report is being submitted.